Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found broken insulation at the tip of on one the jaws, the broken piece was not returned. However, there was no damage to the wire insulation and the wire was intact. Functional testing found the unit to function normally and satisfactorily. It was reported that the wires were exposed. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The product analysis detected an additional condition that was not related to the reported issue: the unit had a jaw detachment failure. The product analysis noted evidence that the device was not used as intended. This issue can occur if external force was applied, consistent with the user inadvertently grasping onto a hard object, where led to the chipping/cracking of the insulation. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device's wires were exposed. There was no patient involvement.